Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The following additional information received per the patient profile form (ppf) indicates that on or about four years and five months post implantation the patient became aware that the filter perforated the inferior vena cava (ivc) at l3 and that the filter was unable to be retrieved. However, there have been no attempts made to remove the filter. The patient also reports to be suffering from anxiety. According to the medical records, the patient¿s pre-operative diagnosis was being high risk for deep vein thrombosis (dvt) with protein c deficiency. The patient was under general anesthesia for the procedure in preparation for a ventral hernia repair. The filter was successfully deployed at the l3 level without any reported complications. The patient tolerated the procedure well with approximately 5ml of blood loss and was sent to recovery in excellent condition.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient¿s pre-operative diagnosis was being high risk for deep vein thrombosis (dvt) with protein c deficiency. The patient was under general anesthesia for the procedure in preparation for a ventral hernia repair. The filter was successfully deployed at the l3 level without any reported complications. The patient tolerated the procedure well with approximately 5ml of blood loss and was sent to recovery in excellent condition. The following additional information received per the patient profile form (ppf) indicates that on or about four years and five months post implantation the patient became aware that the filter perforated the inferior vena cava (ivc) at l3 and that the filter was unable to be retrieved. However, there have been no attempts made to remove the filter. The patient also reports to be suffering from anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot 15036734 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.